Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Reportedly, customer's blood glucose level was impacted (high); however, blood glucose level was "good" at time of report.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.